Manufacturer narrative:
This report is submitted on october 18, 2022.

Event description:
Per the clinic, the patient experienced pain around the abutment site and subsequently was treated with antibiotics (specific type, date and duration not reported). However, the issue could not be resolved. The patient underwent a skin revision surgery on (B)(6) 2022 in order to remove the hypertrophic granulation tissue. Subsequently, the patient was treated with IV steroid (specific date and duration not reported). Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient experienced an infection at the implant site. The implant was subsequently removed (date not reported). This report is submitted on december 02, 2022.

Manufacturer narrative:
Correction: the previous or initial MDR submitted on october 18, 2022, was filed inadvertently. No skin revision surgery has occurred. This report is submitted on january 03, 2022.